Event description:
A hospital in (B)(6) reported, via our distributor, that during use on a patient, two mr290u autofeed humidification chambers overfilled and overflowed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were visually examined then tested for overfilling by connection to a waterfeed bag. Results: the hospital reported that the mr290 chambers overfilled. Inspection of the complaint chambers revealed no visible signs of damage to the chamber base or dome. When connected to a waterfeed bag, water fed into the chamber until the primary float was activated, whereupon the chamber stopped filling. The water level was noted to be approximately two-thirds to the maximum water level line, indicating that the chamber was operating within specifications. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mr290 chamber consists of a dual float mechanism utilizing independent floats to control the amount of water flowing into the chamber. It is used in a system to maintain optimal humidity levels. Following our investigation, fisher and paykel healthcare ('fph') was unable to replicate the alleged fault in respect of both chambers. The complaint chambers in this case appeared to be operating correctly and within specifications. Following production, the float mechanism of every mr290 chamber is rigorously performance tested and those that fail the test are rejected. Fph's user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. (B)(4).